Manufacturer narrative:
On-site investigation was performed by our field service engineer. Based on technician statement, the low o2 concentration alarm was confirmed. After checking the both gas modules (including filters) and cleaning nozzle units the issue has been resolved. Then, the high o2 concentration alarm occurred. This problem was resolved by replacing o2 gas module. The device passed all performance tests and was returned to clinical use. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The faulty nozzle unit may lead to stop of ventilation, low o2 or high pressure. Our conclusion is that the replaced parts were the cause of the failures. However, the root cause to why the parts failed has not been established as the device's log nor the claimed parts were not available for further analyze.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated alarms indicating issues with o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).